Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform displacement test due to no buttons responding. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube and cracked display window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possibly sleeping on the device. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.